Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 2000 ohms. A revision procedure was performed to replace, the lead. During the revision, insulation damage and a conductor fracture were observed. This rv lead was surgically abandoned. No additional adverse patient effects were reported.